Event description:
Had the essure placed in (B)(6) 2010. Had the dye test completed in (B)(6) 2011 and doctor said it was good/100% blockage. (B)(6) of 2012, I found out I was pregnant. The essure coil on my right side migrated into my body. The left one pushed through the left fallopian tube and is hanging out of it. This is a poor product that conceptus put out.